Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device was subsequently deactivated after second prime. No damages or defects were observed that would result in a needle deploying early. Although no problems were found, it could not be determined when the device deployed. The product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to l45401. Expiration date changed from unavailable to 7/7/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 1/7/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.